Event description:
Reporter indicated that a patient had the vns generator removed due to severe pain at the generator site in the chest. There was no known malfunction, and the pain was felt to be due to the device being present in the patient's body, and not due to vns stimulation. The patient was not thin, and had no trauma. It was not known what could be causing the discomfort other than the presence of the vns device in the chest and the neurologist wanted it removed. The pain resolved after the vns was removed, and the patient has fully recovered from her surgery. The explanted generator will not be returned from the hospital per policy.